Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has opcheck fail but able detect ECG reading. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device ¿opcheck fail but able detect ECG reading¿. Details provided in an update from the source case indicate that the customer was sent a replacement ECG lead set and the device passed a subsequent opcheck. The customer was provided with a replacement ECG lead set. It has been concluded that no further action is required at this time.